Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 31, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h4 (device manufacture date); h6 (identification of evaluation codes 4114, 3331, 4246, 4308). Method code #1: 4114 - device not returned. Method code #2: 3331 - analysis of production records. Results code: 4246 - transport/storage problem identified. Conclusions code: 4308 - cause traced to transport/storage. The investigation verified that incorrect product was shipped. It was determined that there is a defined location in the distribution center that includes product on pallets on the floor and the indicated product most likely got intermingled with an incorrect item during picking. There was a failure in procedure execution as the picker did not pick the correct item and the packer nor shipper noted the error during their verification. The root cause was the distribution center mixed east and west configured products when receiving and picking orders. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the customer received different unit than expected. No patient involvement.